Manufacturer narrative:
Evaluation summary: the procedure recordings and logs were returned for analysis. There was no evidence of pneumothorax observed during investigation. However, root cause of issue showed a catheter correction above the threshold due to CT-to-body divergence in initial registration. According to procedure recordings analysis local registrations was attempted four times, on all attempts the first three phases of the local registration were completed, after confirmation the fluoroscopic navigation module failed to complete due to catheter correction above the threshold. The view on the ¿confirmation¿ screen plays a 2d video that represent a 3d volume, while focusing on the target slice. This caused the appearance of the target and the catheter tip moving away from each other. This is the expected behavior of the system. All sweeps were properly performed, and the target was visible on the created 3d volume. After the second local registration attempt a second automatic registration was performed. Automatic registration analysis of both registrations revealed significant CT-to-body divergence in target lobe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ils-0001-fn, serial/lot #: unk. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the patient had an approximately 1cm lesion in the right upper lobe, a little posterior. There was no issue with the c-arm sweep. Physician marked the catheter tip and lesion and lesion was visible with fn however, the local registration failed. The video section where the lesion moves with the catheter tip showed the lesion and catheter tip moving away from each other. Re- navigated and did the sweep again and then local registration failed a second time. Lesion and catheter tip moved away from each other again. Went through automatic registration again and the sweep was fine, the local registration failed a third time. Same with the catheter tip moving away from the lesion markings. Physician found the lesion with radial probe and sampled with an aspirating needle and biopsy forceps. Diagnostic material was found. In post op, the x-ray showed a pneumothorax and a chest tube was placed. The patient hospitalization was also extended.